Manufacturer narrative:
(B) (4). Multiple films taken of l1 burst fracture. Initial x-ray suggests reasonable alignment. However, progressive wedging occurs and screws eventually broke at body/pedicle junction. Follow up x-rays show removal of two rods, two screw heads with two screw shafts retained. Screws appear to be fixed angle m8 screws.

Event description:
Some post op x-rays were received. It appeared that a posterior fixation system was implanted in the pt. Two broken screws were revealed on the post op x-rays. The implants were removed at unknown time post op. No add'l info is available at this time.